Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that after the procedure an image was taken and it was found the brain parenchyma was damaged below the hole made by the perforator. According to the physicians' comments, it is suspected that the heat generated during drilling may be the cause. It is unknown the drill manufacturer, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The disposable perforator (ID 261221) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.